Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had trouble with inserting the catheters. The customer noted that the catheter would only go so far, and would not go to the bladder to empty it.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to a rough catheter, catheter protrusions, and/or a irregular catheter shape. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use" which would help to prevent the use of a defective catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had trouble with inserting the catheters. The customer noted that the catheter would only go so far, and would not go to the bladder to empty it.